Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/26/2012 and has no repair history at zimmer surgical. Evaluation of the device determined that the on/off switch was stuck in the on position. The device ran within specifications when attached to a power source. No external damage to the unit was observed. Prior to repair, the device was in calibration and the master blade position was flush. Post repair analysis was performed on the poppet assembly and it was observed to stick when operated. The poppet assembly was dissembled and analyzed against the incoming inspection criteria. During disassembly and individual inspection, no particulate was observed on any of the components. Review of the device history record displayed no relevant non-conformances and the device met functional standards prior to being shipped to the customer. There is no evidence to support the cause of the poppet assembly not functioning correctly. Timing of poppet assembly not functioning correctly cannot be determined, as the device met functional standards during the manufacture process and shipped to the customer in working condition. Customer did state that the device was operated at 150 psi; which is greater than recommended psi documented in the instructions for use statement "excessive pressure may cause internal damage and exert unusual stress on the hose." Internal debris was not observed inside the poppet assembly; therefore, the pressure setting cannot be confirmed as the cause of the failure. The cause of the reported complaint could not be determined. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was stuck in the on position. It was reported that during a graft procedure, the device was attached to the nitrogen hose, the nitrogen was turned on, and the dermatome began to run on its own. At the time the device began to run, it was untouched and lying in the operative field. The dermatome was turned off by turning off the nitrogen source. It was reported that this was the first time the dermatome has been used. Additional clinical follow up with the customer indicated that there was no report of patient or user harm, additional graft, procedure delay, increased surgical time, or medical/surgical intervention. The device was set at 150 psi wall-sourced nitrogen without any notation of extension hose in use.